Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 (mg/dl). Reportedly, the customer believes exercising may have attributed to low bg level. Customer consumed glucose tablets and milk to stabilize bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.